Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, a supply change was performed to address the occlusions. Subsequently, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Customer's blood glucose level was 132 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.